Manufacturer narrative:
(B)(4). (B)(6). Literature: verstraelen, f.u., horta, l.a., schotanus, m.g.m. Et al. Eur j orthop surg traumatol (2018). Clinical and radiological results 7 years after copeland shoulder resurfacing arthroplasty in patients with primary glenohumeral osteoarthritis: an independent multicentre retrospective study. 28: 15. Https://doi.org/10.1007/s00590-017-2023-8. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that one patient had a periprosthetic shoulder lucency greater than 2mm. It was not defined as loosening. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. This information does not change the previously submitted investigation results if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient had a periprosthetic shoulder lucency greater than 2mm. It was not defined as loosening and/or possible subsidence. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. This information does not change the previously submitted investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.